Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain. False empty detect and use error. Initial drain alarm setting inappropriately programmed too low (at 0ml). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) stated the home patient (hp) was not drained and now the hc went into fill. The cg stated he noticed the transfer set was closed, so he opened it and the hc started to fill the hp. The technical service representative (tsr) had the cg press stop and reviewed the last fill volume 0ml and the initial drain alarm setting 0ml. The tsr asked if the hp does a manual exchange and the cg stated yes. The tsr asked the cg how much the hp manually filled with and the cg stated 2000ml. The tsr had the cg drain the hp manually, drain volume 3944ml, and the cg stated the hc went to stopped fill. The tsr reviewed the therapy settings and recommended calling the registered nurse (rn) after the call. The tsr explained the hc would be swapped and the hp would need assistance with programming. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.